Event description:
It was reported that the knob of an aleutian an inserter and inner shaft broke off during intra-operative implant placement. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inner shaft.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was discarded by the hospital. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identiifed. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. If additional information is received, the investigation will be reopened and updated.

Event description:
It was reported that the knob of an aleutian an inserter and inner shaft broke off during intra-operative implant placement. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inner shaft.